Event description:
It was reported that during recent procedures, a few holes were observed in fluid warmer drapes. The issue was discovered at the end of the procedure, and the packaging could not be retrieved, so lot numbers were not available. The customer indicated this is a patient safety concern and plans to instruct staff to retain packaging for future evaluation. No patient injuries, infections, or complications were reported.